Manufacturer narrative:
Product evaluation: the product was not returned for analysis. All product and batch history records are quality reviewed prior to product release. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).

Event description:
A nurse reported an unexpected astigmatic outcome in an eye following an intraocular lens (iol) implant procedure. The patient reported out of focus and blurry vision. The lens was exchanged for the same model, but different power iol.